Manufacturer narrative:
On july 12, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm hps dv 290cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per information received with the device, date of explant under field d6b has been updated to (B)(6) 2022. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 21-year-old caucasian female patient underwent primary breast augmentation with 290cc mentor smooth round high profile on both sides and experienced generalized illness symptoms including breast implant illness, hair loss, fatigue, headache, and dry skin postoperatively. As a result, the patient underwent removal only surgery on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).